Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon the investigation into this incident, it was determined that the drawer was down and multiple cubies causing failure. A field service engineer confirmed that the issue was resolved. However, the customer resolved the issue and cancelled the ticket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had drawers were down, causing failure in multiple cubies. The customer stated that there was a delay in patient care and nurse had to request and wait for medications. There were no adverse events or injuries reported based on this event.